Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device was not returned for evaluation. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, mildly tortuous, heavily calcified, de novo, eccentric lesion in the distal right coronary artery (rca). An unknown stent was implanted. A 3.25x15mm nc traveler rx balloon dilatation catheter (bdc) was then advanced for post-dilatation, but the bdc failed to cross the lesion due to resistance with the patient anatomy and interaction with the previously implanted stent. The bdc was removed with resistance due to the patient anatomy and the implanted stent. The bdc was replaced with a non-abbott bdc to complete the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.